Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The device was previously returned for service issues similar to the reported complaint or similar to the service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Physical damage. Customer stated broken rear case and front case was confirmed. Also found broken oridion board with error 571.6241; replaced them new front and rear cases, a reconditioned oridion board. (B)(4). The cable was broken j4 damaged oridion board. (B)(4).